Event description:
Case report from (B)(6) reported as: "(B)(6) 2015, tevar was performed on zone 2 for descending aortic aneurysm. The guide wire, 5fr sheath and pig catheter were inserted from the left femoral artery. The stiff wire and 8fr sheath were inserted from the right femoral artery. Relay plus was inserted next and advanced to diaphragm area. The inner sheath was then advanced to right below lcca and the stent graft was successfully deployed. On post-implant angiography, endleak was confirmed in aneurysm positioned on lesser curvature of aorta. Since type ia endleak was suspected, balloon touch up was performed twice in the proximal portion of stent graft ((B)(4): coda balloon). However, endleak was still confirmed on angiography. Type IV endleak was then suspected from angiography; therefore, the operation was completed without further actions and the patient will be followed up with routine follow-up."

Manufacturer narrative:
This emdr was originally submitted through the test emdr system on 11/11/2015 instead of the production emdr system due to issues my firm encountered when enrolling in emdr. This report reflects the date in which the report was resubmitted to the production emdr system of the database following advice from FDA's emdr help desk. However, as per the attachment, the original report was submitted on 11/11/2015 and acknowledged by FDA on 11/12/2015.

Manufacturer narrative:
(B)(4).